Event description:
It was reported that during an unknown procedure, the staples were malformed after the first firing with a white reload. The surgeon changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.